Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. Reportedly, the pump was able to be charged successfully when connected to a computer. In addition, the customer reported the pump battery suddenly changed to 100%. The customer's blood glucose level was not impacted.